Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one remunity cassette leaked 1.7 mills during fill (device leakage), a couple of cleos that did not stick and looked like it had no adhesive and would not release from the applicator (device adhesion decreased). The patient experienced headaches, slight diarrhea, arm pain, swelling, redness, significant nausea, and diarrhea. There were issues with cleo devices that did not stick and not adhering properly, and it would not release from the applicator (device adhesion issue), leading to the use of quick set. The patient was discharged from the hospital on (B)(6) 2024. The actions taken with IV and sq remodulin for the events were not reported. The outcomes of these events were unknown at the time of reporting. The reporter considered the headaches and diarrhea possibly related to IV and sq remodulin but did not provide causality for nausea, arm pain, swelling, and redness. The product fault occurred while use with patient. There was patient involvement, and unknown harm/adverse event was reported.